Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6)2025. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem ¿ correction. D4 catalog no: - correction. H2 type of follow up: - correction. H6 - correction. H10: corrected data.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). 3004753838-2025-123286 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 5/8/2025. It was determined this complaint is not reportable per corpft-140202.